Manufacturer narrative:
It was reported that no additional tissue was damaged to remove the needle pieces. The surgeon opined that there was no long term consequence, but because of the incident, the patient remained under anesthesia for one hour and a half more than it was necessary. The actual sample was returned for evaluation. Visual examination revealed that several marks of instrument were found at the attachment area and the breakpoint shows no material or manufacturing defects. The appearance of the breakage indicates that the material was overstressed during use.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a colpoperineoplasty on (B)(6) 2015 and suture was used to approximate a muscular tissue. During the procedure, the needle broke into two pieces. Radiological examination of pelvis and abdomen was performed and the needle piece was retrieved from the patient during the initial procedure. Another like device was used to complete the procedure. Hospitalization was prolonged for three days. Current condition of the patient is fine.